Event description:
Emergency unit responded to a pt in cardiac arrest. Resuscitation efforts were initiated. The zoll monitor/defibrillator was applied and turned on. The screen showed light but no legible print. Paramedics were called in and their zoll applied to the pt. Pt had spontaneous return of circulation for approx 5-10 minutes. Pulses were lost prior to transport. The pt was pronounced at hosp. Emergency unit stated they had dropped the monitor/defibrillator earlier in the day. It was functional on the previous run (after it was dropped).

Event description:
Add'l info rec'd from MFR 3/15/2004: while attempting to resuscitate pt, the device's display was not legible. Obtained another device to continue treating the pt. Pt subsequently expired, however, it was not a result of the reported malfunction. This report is being submitted at the FDA's request and to provide the results of the device evaluation. According to report the device had been dropped and the display was not working. There was no indication that the device was being used on a pt. After receipt of the FDA medwatch report, the customer was contacted for more info. The reported malfunction was observed and attributed to the el display cable not being properly seated. The cable reseated to correct the malfunction. Trend analysis for failures of this type does not indicate an increase in frequency.